Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that the liquid crystal display (lcd) lens and the battery drawer were broken. Analysis also found the upper case and two side bail covers broken, and the lower case, ring cover, battery release, heart block, lead flex cover, heart wire contacts and the keyboard pad contaminated. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that the external pulse generator had a cracked screen and that the battery compartment door was missing. It was further noted that the unit appeared to have been dropped or had knocked up against something. The generator was returned for service. There was no indication of any patient involvement.

Event description:
It was reported that the external pulse generator had a cracked screen and that the battery compartment door was missing. It was further noted that the unit appeared to have been dropped or had knocked up against something. The generator was returned for service. There was no indication of any patient involvement.